Event description:
It was reported to baxter that one (1) ce intermate sv100 device was observed leaking at the luer lock. According to the customer, the device was filled with an unknown antibiotic. The technician attempted to prime the device when they noticed the leaking at the luer lock. There was no patient involvement; this was discovered during priming. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: one sample was received for evaluation by baxter containing approximately 105ml of fluid in the bladder. Testing confirmed the reported condition of "leaking at the luer lock" due to a crack on the luer post. No other cause of leak was found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.